Event description:
Pateint had surgery to install the digit widget external fixation device. Hand therapist reported patient "was treated with the digit widget for 8 weeks, with removal due to possible pin-site infection".

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for probable lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pn site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records for probable lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pn site care.

Event description:
Patient had surgery to install the digit widget external fixation device. Hand therapist reported patient "was treated with the digit widget for 8 weeks, with removal due to possible pin-site infection".